Event description:
The manufacturer received information alleging a patient passed away while on a trilogy o2 device. There was no allegation the device malfunctioned. The device event log was reviewed, and the device alarmed for a low circuit leak for 1487 seconds equaling approximately 25 minutes without acknowledgement of the alarm. Cardiopulmonary resuscitation was performed. The doctor confirmed the cause of death was due to acute heart failure. There was no allegation that the device caused or contributed to the incident. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported a patient passed away while on a trilogy o2 device. There was no allegation the device malfunctioned. The device event log was reviewed, and the device alarmed for a low circuit leak for 1487 seconds equaling approximately 25 minutes without acknowledgement of the alarm. Cardiopulmonary resuscitation was performed. The doctor confirmed the cause of death was due to acute heart failure. There was no allegation that the device caused or contributed to the incident. The device was returned to the manufacturer for evaluation. A low circuit leak was not duplicated during testing. There were occurrences of the low circuit leak alarm noted in the device's downloaded event log. The device was disassembled and visually inspected and no failures were detected. The device was tested and passed all testing. The manufacturer concluded the alarms occurred due to the circuit being twisted or other outside factors. No components were replaced for any issues. The device was cleaned and tested and passed all final testing.